Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues findings reported tissue debridement, with extensive washout. Ossification noted around the joint. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent multiple left hip procedures due to infection, pain, ossification and metallosis. Approximately 8 years post implantation the patient underwent a revision with a cement spacer implanted and subsequently, a second stage revision approximately 3 months later. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 193206 ¿ metasul head ¿ 2595879. 0100024552 ¿ fitmore shell ¿ 2658452. 0100010709 ¿ metasula insert ¿ 2622158. Report source australia. The product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent multiple left hip procedures due to infection and metallosis. Approximately 8 years post implantation the patient underwent a revision with a cement spacer implanted and subsequently, a second stage revision approximately 3 months later. Attempts have been made and additional information on the reported event is unavailable at this time.